Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material at the air water channel, in addition, foreign material was found at the air water cylinder and tube, also the nozzle had adhesive peeling. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material came out of the device, but the type of the material could not be identified. Additionally, the root cause of glue peeling around the nozzle and foreign material could not be determined. The event can be detected/prevented by the following instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.